Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs). The following day, a hematoma was noted at the left groin (impella leg). Information regarding treatment is unknown. The patient continued on impella cp mcs for an additional three days before being bridged to an impella device for escalation in care with a survived outcome after end of total support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hematoma, the cause of the injury was not determined since product was not returned and insufficient clinical details provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.